Event description:
While using a byte day aligners. Patient reported, that their bottom left tooth has chipped, because it is hitting the back of their upper tooth every time they eat. Requested additional information. Advised patient, to see their dentist for restoration of the tooth. And to get a letter of determination from dentist.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.